Manufacturer narrative:
B3 - date of event - the date of event is unknown, and (B)(6) 2024 has been used as a placeholder. Investigation summary: received ten (10) used 01c-smv3v2 for inspection. No defects or anomalies noted. Each used 01c-smv3v2 was leak tested according to product specifications. Each valve was connected to a 36" head height fluid reservoir from the side port, primed and left for 24 hours. Five (5) of the returned samples had leakage from the white buttons. The reported complaint can be confirmed. The probable cause is related to a molding defect in the white button molded component used in the 1o2 smart valve. The DHR for lot 13811927 was reviewed and no relevant non conformities were found that would have led to the reported complaint.

Event description:
The event involved a 3 gang 1o2¿ manifold w/check valve, rotating luer, appx 1.2ml where it was reported there was leakage from the white button. This is 4 of 5 related reports due to finding failures during investigation. The events were not detected prior to patient use and was in use for less than 24 hours during infusion. Devices were used for common drugs like propofol. There was no serious injury/death, no blood loss, no adverse operator consequences, no unprotected chemo exposure and no medical/surgical intervention were required. The devices were not changed out without any problems encountered. There are10 involved problematic devices. There was patient involvement, no patient harm and no delay in critical therapy.